Event description:
When programming the pump, the physician entered the daily dose into the programmer as the hourly dose. The patient experienced a baclofen overdose and was admitted to the hospital. Treatment was given per the emergency protocol and the pump was reprogrammed. The patient recovered and was discharged the next day. The pump remained implanted and functional.

Manufacturer narrative:
Application software model #: 8870, lot# unknown.

Manufacturer narrative:
(B)(4).